Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of 568 mg/dl, which was treated and sets were changed. During troubleshooting, customer reports of having a bent cannula. Customer was advised that tubing clamp would be sent in order to complete troubleshooting. Customer also reports that insulin pump was cracked near reservoir compartment. No further information provided.